Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited high thresholds and the patient experienced phrenic nerve stimulation. The physician decided to end the procedure and the lead was not implanted. There were no consequences for the patient. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). The lead was not implanted.